Event description:
Upon opening the implant, the surgeon noticed a large gap in the porous coating. He was concerned about this gap becoming a path for wear debris.

Manufacturer narrative:
Evaluation summary: the device was reviewed. The gap was measured all around the pad. The gap is within the design specs. This gap will not adversely increase the risk to patient because the rasp profile used for the primary stem creates an interference fit. This assures proximal fixation and eventual bone ingrowth. This would prevent any wear debris migration from up and down the canal. Review of the device records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.